Manufacturer narrative:
A clear root cause could not be identified based on the provided information. Additional information required for the investigation was not provided. The customer was using 13 x 100 mm tubes and it is suggested for the customer to use rack adapters with these tubes.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated they received an erroneous result for one patient sample tested for elecsys hcg + beta test system (hcgb) on an e602 analyzer. The sample initially resulted as 3 miu/ml, and this value was reported outside of the laboratory. The sample was repeated, resulting as 4120 miu/ml. The repeat result was believed to be correct. Pre-analytic handling of the sample was performed on an ortho instrument. The patient was not adversely affected. The hcgb reagent lot number was 18742803, with an expiration date of 11/30/2016. The field service representative could not determine a cause. The system initialized without errors and was running within specifications. He verified all probes were within alignment, and controls were run within the assay range. The customer believed the issue was related to the sample and has called ortho regarding the pre-analytic sample handling. The customer believed the e602 analyzer should have triggered an alarm.